Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information obtained (identified via b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the no image issue reported was due to charged coupled device failure. The charged coupled device was found dirty, and the pins were corroded. It is surmised that the loss of image occurred because the video signals were not transmitted due to faulty charged coupled device. Olympus will continue to monitor the field performance of this device

Event description:
Additional information was provided regarding this event. The intended procedure was a laparoscopic procedure, and it was completed with another similar device. There were no reported delays.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no connection at the box, no image¿ was confirmed. The device evaluation found the no image displayed on the monitor was due to faulty cable, damaged charge coupled device with rusty corrosion pins. Additionally, the label on the rear cover was faded and the device failed the leak test. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had a no image problem. The issue was found during preparation for use. There were no reports of patient or user harm associated with this event.